Manufacturer narrative:
The reported field event of inappropriate therapy was not confirmed. Egms were reviewed by tech services and therapy was found to be appropriate. Bench testing found the device to be normal. No anomalies were found on the bench.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted for eri. It was further noted that the patient received shock from the device.